Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination revealed mid stent damage, the stent struts were misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Further visual and microscopic examination revealed kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, stent damage occurred. Vascular access was obtained through the femoral artery. The greater than 90% stenosed and de novo lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. Upon attempting to advance the 24mm x 2.25mm taxus liberte (mr) ous stent to the target lesion, the stent strut became lifted. The stent was not released in the patient. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as 'good'.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, stent damage occurred. Vascular access was obtained through the femoral artery. The greater than 90% stenosed and de novo lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. Upon attempting to advance the 24mm x 2.25mm taxus liberte (mr) ous stent to the target lesion, the stent strut became lifted. The stent was not released in the patient. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as 'good'.

Manufacturer narrative:
(B)(4)